Event description:
Philips received a complaint on the heartstart mrx device indicating that the lcd display is dirty.

Manufacturer narrative:
The fse visited the customer site and identified that the device lcd display was dirty. To resolve the issue, the lcd display screen was cleaned. The device was returned to use, and no further evaluation is warranted at this time.